Event description:
It was reported that during consolidation of the frame after distraction osteogenesis the ring broke at the connection point between the two half rings on the proximal ring of a tibial frame.

Manufacturer narrative:
Na